Event description:
It was reported that during use on a patient, the EKG of the cardiosave intra-aortic balloon pump (iabp) would not trigger, even after change. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce. The fse replaced ECG lead wires and trunk cable as a precaution. The fse observed residue inside the external ECG and blood pressure connector and cleaned the connectors. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the EKG of the cardiosave intra-aortic balloon pump (iabp) would not trigger, even after change. No patient harm, serious injury or adverse event was reported.